Event description:
It was reported that the arctic sun device was alerting 113 (reduced water temperature control). The patient temperature was 34.6 c, the target temperature was 36 c, the water temperature was 34.9 c, the flow rate was 2.6 lpm, and the water level was four bars. The nurse confirmed they filled the device earlier today. Stopped therapy, drained pads, and drained 500 ml from the right side drainage port. The nurse stated this water was "yellowish." They placed the device in manual control at 40 c. The water temperature reached 40 c. Disabled manual control and restarted therapy. Patient was 220 lbs., with medium pads in place. The nurse was going to add a universal. Suggested check protocol to see what external measures they can take (i.e., bair hugger, warm blankets). If there was still not enough pad coverage, they might still need to swap out for large pads. It is also suggested to keep a close eye on the skin if the water temperature continues to stay warm.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was alerting 113 (reduced water temperature control). The patient temperature was 34.6 c, the target temperature was 36 c, the water temperature was 34.9 c, the flow rate was 2.6 lpm, and the water level was four bars. The nurse confirmed they filled the device earlier today. Stopped therapy, drained pads, and drained 500 ml from the right side drainage port. The nurse stated this water was "yellowish." They placed the device in manual control at 40 c. The water temperature reached 40 c. Disabled manual control and restarted therapy. Patient was 220 lbs., with medium pads in place. The nurse was going to add a universal. Suggested check protocol to see what external measures they can take (i.e., bair hugger, warm blankets). If there was still not enough pad coverage, they might still need to swap out for large pads. It is also suggested to keep a close eye on the skin if the water temperature continues to stay warm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.